Event description:
The pump was returned to the manufacturer for analysis indicating the patient had expired; no other details were provided. The managing healthcare professional later reported the patient was last seen on (B)(6) 2011 at which time the pump was filled with lioresal concentration 2000mcg per ml; at a dose of 240.8 mcg per day. The patient was due for the next pump refill on (B)(6) 2011. The primary healthcare professional later reported the patient's cause of death was septic shock and multiple sclerosis. It was not known if the cause of death was device related. The date of death was (B)(6) 2011.

Manufacturer narrative:
Catheter model #: 8711, lot #: j11349r53, implanted - (B)(6) 2002; explanted - unknown. Final analysis of the pump revealed no anomaly found. The returned partial catheter segment revealed no significant anomalies. (B)(4).